Manufacturer narrative:
Covidien reference: (B)(4). The device was returned for investigation and the reported malfunction was verified. A database error was identified and the latest software was loaded to resolve the issue. The device then passed testing and was placed back in service.

Event description:
It was reported that the oxinet iii alarm management system locked -up with a system loading message. Patients were being monitored by the oximeters in the rooms. There was no report of patient serious injury or death as a result of this event.

Manufacturer narrative:
(B)(4).